Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and pocket erosion. Moreover, this lead was fractured completely when attempting removal. Hence, this rv lead was partially explanted, and a portion of the lead remains implanted in the patient's anatomy as the physician was unable to extract the remainder. No additional adverse patient effects were reported.